Event description:
Related manufacturer reference number: 2017865-2023-00086. Related manufacturer reference number: 2017865-2023-00087. It was reported that the patient was scheduled for a heart catheterization when a chest x-ray was performed both the right atrial (ra) and right ventricular (rv) leads were found to be dislodged. The patient was taken into the operating room for a revision where the physician noted the device to be in the pocket backward with the leads wrapped around themselves. The ra and rv leads were both subsequently removed and replaced with new leads. The physician noted based on the device manipulation, lead position, and tangled leads that twiddler's syndrome must be the cause of the dislodgment. The patient was discharged in good condition with no problems noted.

Event description:
Related manufacturer reference number: 2017865-2023-00086 related manufacturer reference number: 2017865-2023-00087 it was reported that the patient was scheduled for a heart catheterization when a chest x-ray was performed both the right atrial (ra) and right ventricular (rv) leads were found to be dislodged. Loss of capture was noted. The patient was taken into the operating room for a revision where the physician noted the device to be in the pocket backward with the leads wrapped around themselves. The ra and rv leads were both subsequently removed and replaced with new leads. The physician noted based on the device manipulation, lead position, and tangled leads that twiddler's syndrome must be the cause of the dislodgment. The patient was discharged in good condition with no problems noted.